Manufacturer narrative:
Event site name: (B)(6) hospital. Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that during routine chcek, cs300 intra-aortic balloon pump (iabp) showed autofill failure error and displayed an error message. Replaced the fill manifold tubing and performed the calibration of bimba volume cylinder. Device was returned to customer and cleared for clinical use. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the equipment tested properly. Fill manifold tubing set need for testing purpose. Further investigation can perform after its replacement. Fse replaced the fill manifold tubing. Also done the calibration of bimba volume cylinder. Device passed the all performance and safety checks according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a